Event description:
It was reported that during the implant procedure the physician realized the pin was bent after inserting the lead into the introducer, and the helix did not extend appropriately. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): connector pin was bent.